Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 110 mm. Vessel morphology is unknown. The patient has a history of coronary artery disease, hypertension, and congestive heart failure with an ejection fraction of 20%. At the conclusion of the implant procedure angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. In 2002, it was reported that the patient experienced low back and abdominal pain. It was reported that the stent graft had migrated and that an endoleak was present. The patient was transferred to another hosptial, and the aneurysm was surgically repaired in 2002. The stent graft was explanted. The patient was reported to be in critical condition. The explanted stent graft has been received by medtronic ave, and its analysis is pending.